Event description:
The customer stated that he experienced high blood glucose levels, due to insulin leaking from the reservoir. The customer reported a blood glucose reading of 300 mg/dl during the phone call. The customer was advised to return the reservoir for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.